Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: returned product consisted of an opticross hd. Visual and microscopic inspection found that the sheath was kinked. The imaging window was also kinked, had ripples, was torn, and was detached. The impedance test shows an electrical open distal waveform between 20-30cm from the distal housing.

Event description:
Reportable based on device analysis completed on 21jan2026. It was reported that visualization issues occurred. The target lesion was located in the anterior wall of the left ventricle. An opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the catheter was inserted into the blood vessel, but the image observed was unclear, and the catheter was kinked. The procedure was completed with a different device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed imaging window was torn and had ripples, and it had become detached.